Event description:
It was reported that the pulse generator exhibited backup operation. After a software download the device resumed normal function. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.